Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient faced a bad site last week and had to use extra sets to make sure it was working right. Earlier, this week, the patient experienced 2 bent cannulas due to which the patient experienced high blood glucose level, felt sick/unwell, dehydrated and vomiting. Therefore, on (B)(6) 2022, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level of 412 mg/dl. Moreover, the test for ketones was confirmed and ketones were present. The infusion set was changed on the morning of hospitalization. Further, the patient was transferred to the intensive care unit during which the infusion sets were changed 4 times. During hospitalization, the patient received intravenous insulin drip as corrective treatment. The patient spent three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.